Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision surgery due to a failed right hip tha with metal related pathologies (alval).

Manufacturer narrative:
It was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head and modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup and stem. Similar complaints have been identified for the hemi head and sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Smith and nephew has not received the explanted device or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received and/or the product evaluation offers information that is clinically relevant to the medical investigation, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Corrected data: h6 (health effect - clinical code, medical device problem code).

Event description:
It was reported that, after a right bhr-tha construct had been implanted on (B)(6) 2011, the patient sustained hip pain and massive metal reaction with extensive necrosis of pericapsular tissues in the right hip (alval). A revision surgery was performed on (B)(6) 2019 to treat these complications. During this procedure, the modular head and sleeve were explanted and replaced with a dual mobility xlpe liner and an oxinium femoral head. Intraoperatively, black corrosion was noted on the stem trunnion and on the inside trunnion of the femoral head. The necrotic tissue around the hip was excised. The patient tolerated well the procedure.

Manufacturer narrative:
Section h3, h6: it was reported that a right hip revision surgery was performed due to pain and metal reaction with extensive necrosis of pericapsular tissues in the hip (alval). As of today, the implanted devices, used in treatment, have been requested for this complaint but have not become available. A review of the historical complaints data for the acetabular cup was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other complaints were identified to involve this batch. Other similar complaints were identified for the part number and the reported/related failure mode. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. No prior applicable escalation actions were identified following review. The reported pain, elevated cobalt, and intraoperative findings; beige toothpaste appearing fluid, extensive necrosis, and black corrosion products on the trunnion and on the inside trunnion of the femoral head may be consistent with the reported metallosis. However, with the information provided the clinical root cause of the reported clinical reactions cannot be confirmed. It cannot be concluded the reported clinical reactions were associated with a mal-performance of the implant or implant failure. The patient impact beyond the revision cannot be determined; however, a clinic note 12 weeks post revision noted, ¿he is recovering appropriately from a right hip revision.¿ based on the available information our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.